Event description:
The patient went to the doctor's office for shortness of breath and exhaustion. The patient had high test results on the hemocure analyzer versus a laboratory instrument. Capillary results were 10g/dl; venous results were 5g/dl. Note: the patient was not on any medications. The patient was diagnosed as anemic but was sent home due to an "acceptable" result on the hemocue analyzer. The next day (when the laboratory results came back), the patient was called back in for a blood transfusion and was given two (2) units. Following treatment, the patient was deemed to be in good health.

Manufacturer narrative:
Note: this incident was found during a retrospective review of complaints. The review was performed in order to verify that correct judgement regarding filing of mdrs was performed for complaints where a medical intervention had been involved in order to preclude any permanent damage.